Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product's acceptance criteria. A complaint history examination indicates this is the forty-eighth complaint received for leaking against the components of the reported lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocars were leaking. It was needed to open individual pack trocars to plug the leakage. Additional information received from nurse confirmed there were two separate incidents; this one occurred during a combined vitrectomy with phacoemulsification and intraocular lens (iol) procedure. The trocars leaked at the start of the procedure so there was no patient harm. The procedure was completed with the use of individual pack trocars with a delay of 5-10 minutes. This is one of two reports being filed for this facility. This report is for the combined vitrectomy with phacoemulsification and intraocular lens (iol) procedure.